Event description:
The following information was received through literature ¿the diagnosis and treatment of early cannulation arteriovenous graft dissection¿, chinese journal of blood purification, 2022, vol. 21, issue (03): 206-208. Doi: 10.3969/j.issn.1671-4091.2022.03.015. This is to summarize the diagnosis, treatment and clinical effects of different treatment methods for early cannulation arteriovenous graft dissection from august 2017 to december 2020 were retrospectively studied. 86 patients implanted with gore® acuseal vascular graft. The 4 patients with early cannulation arteriovenous graft (avg) dissection were treated with percutaneous transluminal angioplasty (pta) at first. The technical success rate and clinical success rate were 100%. The primary patency rates after the surgery for 3 months and 6 months were 50% and 25% respectively. During the follow-up period, the 4 patients underwent surgical treatment again. Patient 4: puncture hemodialysis was performed within 2 weeks after surgery, the patient presenting with acute avg thrombosis. It was found graft delamination at previous thrombectomy site. After cutting down on vg and thrombectomy, 6mm balloon (mustang, boston scientific) dilation was performed (2025-1616-1).

Manufacturer narrative:
H3: the device was still implanted, couldn't be returned for evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c19 - a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The identity of the device was not provided; therefore, the device history record could not be examined to identify any potential root causes attributable to the manufacture of the device. The case description could not be confirmed, as no identity or images of the device were provided for evaluation. The reported failure mode reflects the case description but could not be confirmed. The evaluation found no anomalies attributable to the manufacture of the device. Ni qh, et. Al. The diagnosis and treatment of early cannulation arteriovenous graft dissection, chinese journal of blood purification, 2022, vol. 21, issue (03): 206-208. Doi: 10.3969/j.issn.1671-4091.2022.03.015.